Event description:
It was reported that the patient presented for follow up in clinic with stored episodes of noise reversion and inappropriate automatic mode switch resulting from oversensing recorded by the implantable cardioverter defibrillator. Noise was attributed to electromagnetic interference. Programming changes were discussed; however no interventions were made. There were no patient consequences.